Event description:
It was reported that, accolade stem subsided, causing the pt to dislocate.

Manufacturer narrative:
The device was not provided for eval. The root cause of this event could not be determined due to the limited info provided. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.